Manufacturer narrative:
The unit powered up properly after battery installation, had no blank display, had no unexpected lost sensor alarms, had normal operating currents, and had no unexpected off no power, low battery, battery out limit, or failed battery test alarms during testing. The unit was programmed with the test minilink and the glucose sensor simulator and it communicated properly with the glucose sensor simulator and displayed the 100 value properly on the display graph. The sensor feature worked properly. The unit had a minor scratched lcd window, a cracked case at the display window corners, and a cracked reservoir tube lip. (B)(4).

Event description:
The customer called in to report a blank display and a scratch on the screen that happened during normal use. The customer reported a lost sensor alert. The customer's blood glucose level was 125 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.